Event description:
A customer reported encountering a cartridge change error with their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support guided the customer through a series of troubleshooting steps, including inspecting and cleaning the pump's components and ensuring proper assembly. The customer successfully followed these instructions and completed the loading process, allowing them to resume insulin delivery.